Manufacturer narrative:
Unit received with button error alarm and no button response due to moisture damage keypad trace. Unable to perform the displacement test due to keypad anomaly. No moisture damage on electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture. Customer reported that as a result, insulin pump received a button error alarm. Customer's blood glucose was 217 mg/dl. Customer was advised that insulin pump would need to be replaced.